Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95%, chronic total occlusion(cto) target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2mmx20mmx143cm coyote es balloon catheter was advanced for dilation. When the device was advanced, resistance was encountered but was able to cross the lesion. However, during inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The physician used a 2.0x40 and a 4.0x40 non-bsc balloon catheters but the procedure was completed using a 4.0x15mm peripheral cutting balloon. No patient complications were reported and the patient's status was good.